Manufacturer narrative:
This supplemental report is being filed to correct the a tab: patient information, b tab: adverse event, b5: description of adverse event, d tab: suspect medical device, e tab: initial reporter, g tab: all manufacturers, g3: report source, h3: device evaluation by manufacturer and device not eval by MFR code, h6: patient codes, h6: device codes, h6: impact codes, and h11: additional MFR narrative.

Event description:
It was reported that this previously capped right ventricular (rv) lead was part of the system revision due to infection. A revision was performed, and the previously capped right ventricular (rv) lead was surgically abandoned. Additional information from the field representative indicated that the previously capped rv lead was explanted. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this previously capped right ventricular (rv) lead exhibited infection. A revision was performed, and the previously capped right ventricular (rv) lead was surgically abandoned. Additional information from the field representative indicated that the previously capped rv lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this product was part of a system revision due to infection. There were no additional adverse patient effects were reported. The product was abandoned surgically.